Event description:
It was reported that a hospital staff who was not familiar with ventilator treatment connected the ventilator to the patient and turned it on. The ventilator when turned on, it is set in the standby mode and a dialog window appears on whether to perform a pre-use check with options "yes" and "no". The hospital staff pressed the "yes" option where after the pre-use check was started on the patient. The hospital further states that the user panicked and did not cancel to terminate the pre-use check but continued and performed all the pre-use tests on the patient. There was no patient harm reported. (B)(4).

Manufacturer narrative:
There was no ventilator malfunction and therefore there were no parts replaced. The investigation therefore is an evaluation of the available information. The logs from the ventilator were not received. A pre-use check consists of a series of tests and measurements that should be performed before connecting the ventilator to a patient. The purpose of the pre-use check is to control that the ventilator is functioning properly, without any malfunctions before connecting it to a patient. A pre-use check is done first by using a connection tube followed by using a test lung with the complete patient circuit that is intended to be used during treatment. The pre-use check takes about 3 minutes to complete and it doesn't consist of only the single pressing of the "yes" option at the beginning. The user is walked through the pre-use check with dialog windows and information messages which all must be attended to before proceeding to the following test until the pre-use is completed. The user also has the possibility of canceling the pre-use check at several stages. The ventilators logs were not received therefore we cannot confirm that a complete pre-use check was performed on the patient. The cause of the reported event was a user error. In the IFU it is stated tha the intended user of the ventilator are professional healthcare providers, which have received training in its use and have experience with ventilator treatment.